Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 08/2020).

Event description:
It was reported that sometime post placement of the port device, it was allegedly unable to be aspirated. Reportedly, during the experimental treatment of a ketamine infusion for migraine, the patient experienced discomfort and swelling around the port, shoulder and in the axilla. It was further reported that the next day the health care provider was unable to access the port, however, during infusion, the saline was leaked into the surrounding tissue and the patient experienced pain due to it. The patient was reported to be in the stable condition.